Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This patient was transferred to another hospital for a replacement procedure. It was indicated there would be no boston scientific personnel involved with the revision procedure. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The device was requested to be returned when explanted. However, as no boston scientific personnel will be involved with the revision procedure, it is unknown if the device will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.